Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle broke off while suturing to secure drain. Both parts of the needle were retrieved.